Event description:
It was reported that the pt was being positioned for treatment when the clinac's collimator cover fell off the machine and hit the pt, which resulted in a cut and nasal contusion to the pt. The pt was referred to the ER for x-rays and further examination, but it is reported that no serious injury had occurred because of this event. No further pt data was provided.

Manufacturer narrative:
Varian has come to a decision to report incidents involving medical intervention (x-ray and CT scans). The cover in question has a total of 3 screws. Two of these screws are captive screws (permanently secure to the cover) that bolt through the cover, securing the cover to the interface mount. The remaining screw secures the thumb latch. According to the field service report from the incident, the 2 captive screws were not used. These screws are necessary to properly secure the cover. The field installation procedure ((B) (4)) does specify the correct installation procedure and has the installer verify that the cover is properly latched by attempting to "move the collimator cover back and forth 1 or 2 times to make sure it is latched properly." This machine is serviced by varian. According to service reports, the collimator cover was last removed on (B) (6) 2009. It appears that at this time only the thumb latch screw was secured. The 2 captive screws were not secured. The pt's examination did not show any evidence of an injury from the collision and the pt continued with the radiotherapy treatment. In multiple reports of this malfunction, no serious injury has resulted, and no medical intervention beyond examination and diagnostic testing has resulted. No add'l f/u to this MDR is expected.